Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and an out-of-insulin alarm 8 when there was 5 units of insulin left in the cartridge. The customer's blood glucose level was not impacted. The customer changed out the pump supplies and resumed insulin delivery. Tandem customer technical support (cts) was unable to perform a pump system check as the pump supplies had been changed. Cts explained to the customer that when there is less than 10 units in the cartridge, an alarm 8 would sound instead of the occlusion. The customer acknowledged the information.